Event description:
Info was reported by the representing attorney that the device would not turn on and allegedly was associated with the death of the pt prescribed the device. Despite several attempts to obtain additional info regarding the reported event and alleged malfunction, there has been no response from the complainant. The date of the event, pt history, cause of death and whether or not an autopsy was performed is unk. The device has not been returned or been made available for eval or further investigation.